Event description:
It was reported that a patient underwent a laparoscopic total hysterectomy+bilateral adnexectomy procedure on (B)(6) 2025 and barbed suture was used. During the procedure, the patient was admitted to the hospital due to "multiple uterine fibroids" and underwent surgery. After removing the uterus, the doctor prepared to suture and close the vaginal stump. After inserting the suture into the abdominal cavity, the doctor found that the problem of pulling off suture needle happened, and immediately replaced it with a new suture. This event resulted in an extension of the surgical time, which may lead to surgical failure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there patient consequences? If yes, please explain. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.